Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had some chipping in the casing where the reservoir inserts noticed while changing the tubing, battery life was diminished, the motor seemed slightly louder than before and had unexplained no delivery alarms. The customer¿s blood glucose level as unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device was monitored for 2 days. No charge or battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. No drive or motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. No chipped or broken reservoir tube lip noted. Device had cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).